Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed. The patient condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin transmission. Review of the transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing (pptwos). No device intervention was performed but programming changes were discussed. The patient had no reported symptoms. Further information was requested but not provided.